Manufacturer narrative:
As of 07/17/2024, no returned products were provided. Unused retained samples of the same lot as the reported were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 06/21/2024, the consumer stated that her husband had red blisters and a rash due to the bandages. On the completed consumer information report (cir) received on 06/25/2024, she states that her husband had to go to the dermatologist. The consumer references two lots. Lot 00209700 is an aso product, and lot 231102 is not.